Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) representative contacted isi technical service engineer (tse) and reported the surgeon had trouble getting right master tool manipulator (mtm) to go into following mode. Caller said it felt like when the surgeon¿s head was out of the surgeon side console (ssc). Mtm right was assigned to universal surgical manipulator (usm) #4 at the time of the issue with the permanent cautery spatula 2407180098. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm 2) for failure analysis investigation. The unit was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a pftp where characterization was found to be failing on axis 5 once test was completed, the axis 5 motor was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.